Manufacturer narrative:
Patient code: no known consequences reported. Device code: no known device problem. Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2008 at (B)(6) medical center (B)(6), implanting physician unknown. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
Additional information: investigation evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device unable to be retrieved, shortness of breath, anxiety¿. Cook will reopen its investigation if further information is received. It is unknown if the reported shortness of breath and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to a41935 (tulip mi) and a41936 (tulip qci). Ther is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/01/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the right jugular vein due to dvt and bilateral pe. Plaintiff is alleging device unable to be retrieved, shortness of breath, anxiety.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2008 at (B)(6), implanting physician unknown. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.